Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges transferring from chair to bed and she fell between the two and had to call for help. Alleges does not go low enough to transfer.